Event description:
It was reported that patient underwent right revision total hip arthroplasty in 2005. Subsequently, patient was admitted for additional right revision procecure two months earlier, secondary to pain and mulitiple dislocations. Trochanteric components were found loose and removed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event.